Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR. Corrected fields: h6 (investigation findings and investigations conclusions codes must be updated) and h11. The customer reportable malfunction was confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the ultrasonic bronchofibervideoscope had imaging problems. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information: h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "image loss-imaging problems" malfunction could not be identified. Olympus will continue to monitor field performance for this device.